Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of low battery, and waking up to the device being off. The customer states that when they put on the new battery, the device did not turn on. The customer's blood glucose level at the time of incident was 346mg/dl. Troubleshoot was conducted and the display did not return. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies were noted. The insulin pump powered up properly after battery installation and received with operating currents within specifications. No damage was found on the lcd isolation tape noted. However, the insulin pump had case at the display window corners, cracked battery tube threads and minor scratched display window.